Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2014 and suture was used. During repair of the uterus, the distal segment of the needle broke off in the uterine wall. Extensive attempts to locate the needle were performed, including fluoroscopy and location was unsuccessful. Further dissection of the myometrium was deemed inadvisable given blood loss and surgical time. The needle segment was visualized in the myometrium on fluoroscopy and concern for intraperitoneal location was ruled out.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This voluntary medwatch is in response to receipt of medwatch form 2200310000-2014-8032.